Event description:
As reported, a 6f exoseal vascular closure device (vcd) was then used for hemostasis. However, after pressing the plug deployment button, hemostasis failed upon removal of the closure device, and the plug was not fully released. Manual compression was used for hemostasis. There was no reported injury to the patient. The patient underwent lower-limb arterial stenosis surgery. The operator had many years of experience using exoseal with retrograde left femoral artery access and a cordis short sheath. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). Retrograde approach was used. The vessel diameter was confirmed to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance was encountered when advancing the device or connecting it to the vascular sheath introducer. The device locked securely with the sheath. The device was slowly withdrawn at a 40° angle. After pulsatile blood flow at the back-bleed indicator stopped, the device was withdrawn another 1 cm; the indicator window turned black/black. The deployment button was fully depressed without requiring excess force. The device and sheath were removed as a single unit within one to two seconds after button depression. The device has been returned.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was then used for hemostasis. However, after pressing the plug deployment button, hemostasis failed upon removal of the closure device, and the plug was not fully released. Manual compression was used for hemostasis. There was no reported injury to the patient. The patient underwent lower-limb arterial stenosis surgery. The operator had many years of experience using exoseal with retrograde left femoral artery access and a cordis short sheath. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). Retrograde approach was used. The vessel diameter was confirmed to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance was encountered when advancing the device or connecting it to the vascular sheath introducer. The device locked securely with the sheath. The device was slowly withdrawn at a 40° angle. After pulsatile blood flow at the back-bleed indicator stopped, the device was withdrawn another 1 cm; the indicator window turned black/black. The deployment button was fully depressed without requiring excess force. The device and sheath were removed as a single unit within one to two seconds after button depression. The device has been returned.

Manufacturer narrative:
As reported, a 6f exoseal vascular closure device (vcd) was then used for hemostasis. However, after pressing the plug deployment button, hemostasis failed upon removal of the closure device, and the plug was not fully released. Manual compression was used for hemostasis. There was no reported injury to the patient. The patient underwent lower-limb arterial stenosis surgery. The operator had many years of experience using exoseal with retrograde left femoral artery access and a cordis short sheath. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). Retrograde approach was used. The vessel diameter was confirmed to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance was encountered when advancing the device or connecting it to the vascular sheath introducer. The device locked securely with the sheath. The device was slowly withdrawn at a 40° angle. After pulsatile blood flow at the back-bleed indicator stopped, the device was withdrawn another 1 cm; the indicator window turned black/black. The deployment button was fully depressed without requiring excess force. The device and sheath were removed as a single unit within one to two seconds after button depression. One non-sterile vascular closure device 6f ¿ us involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received partially pressed, while the guard was locked. The plug was partially deployed, and the indicator wire was found retracted. The exoseal was already inserted into a 6f cordis avanti catheter sheath introducer (csi). Finally, it was observed that the indicator window was received in the black/white/red position. During this visual analysis, no additional anomalies were observed to be reported. An attempt to perform a deployment simulation evaluation was conducted; however, it could not be completed, as the unit presented a deployed state with the exception of the plug being at the delivery shaft as partially deployed. A dimensional analysis of the delivery shaft inner diameter was conducted on the received unit and the result obtained was within specification. A high magnification microscopic evaluation was performed to assess the internal mechanism. During this analysis, no abnormal conditions were observed to be reported. The reported event of ¿vascular closure device (vcd) deployment difficulty partial deployment¿ was not observed as the returned device was received with the deployment lever partially depressed and the plug partially deployed. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the information available for review and product analysis, handling such as the deployment lever being partially depressed may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. The user is then instructed to press the plug deployment button to deploy the plug, ensuring the plug deployment button is fully depressed and flush against the handle assembly. The indicator wire will automatically withdraw and the plug will be deployed. The IFU cautions that care should be taken to ensure no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to, or during, deployment of the plug. Approximately 1-2 seconds after depressing the deployment button, the user is instructed to retract the exoseal vcd and vascular sheath introducer as a unit until the system is fully removed from the patient and apply light, non-occlusive pressure to the wound site.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f exoseal vascular closure device (vcd) was then used for hemostasis. However, after pressing the plug deployment button, hemostasis failed upon removal of the closure device, and the plug was not fully released. Manual compression was used for hemostasis. There was no reported injury to the patient. The patient underwent lower-limb arterial stenosis surgery. The operator had many years of experience using exoseal with retrograde left femoral artery access and a cordis short sheath. The exoseal vascular closure device (vcd) was stored and prepared according to the instructions for use (IFU). Retrograde approach was used. The vessel diameter was confirmed to be at least 5 mm, with no calcium, plaque, stent, or significant stenosis near the puncture site. No resistance was encountered when advancing the device or connecting it to the vascular sheath introducer. The device locked securely with the sheath. The device was slowly withdrawn at a 40° angle. After pulsatile blood flow at the back-bleed indicator stopped, the device was withdrawn another 1 cm; the indicator window turned black/black. The deployment button was fully depressed without requiring excess force. The device and sheath were removed as a single unit within one to two seconds after button depression. The device has been returned.